Event description:
It was reported that during implant of the implantable cardiac monitor there was difficulty inserting the device. Multiple attempts were made. There was some concern that the device was not locking into the implant tool. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).